Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system. The implantation date is unknown, but 3 dates were listed in the complaint: (B)(6) 2008, (B)(6) 2010, and (B)(6) (for which the year is listed as 20017). According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.